Event description:
A report was received from a user facility in the USA stating the cutters exhibited vibration, loss of aspiration, or intermittent cutting action during use. There was no serious injury, permanent impairment, or reports of pt impact related to these six separate reported events.

Manufacturer narrative:
The sterilization and lot history records were reviewed and revealed no exceptions. Report 5 of 6.